Event description:
It was reported that a patient had developed a rash under the tape border only. Patient was seen by health care providers and was advised on using topical mediations such as liquid or powder, techniques on appliance usage and application. No add'l info was provided. Patient outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 486 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.